Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 implant of two (2) ultra fast-fix fell off from the inserter during implanting. T1 was already anchored secured in the patient. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Event description:
It was reported that during a meniscus repair surgery, the t2 implant of two (2) ultra fast-fix fell off from the inserter during implanting. T1 was already anchored and left secured in the patient. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: additional information: b5, h6 (health effect - clinical code and health effect - impact code) updated.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the t1 was cut from the suture and not returned. The t2, and suture were returned off the needle. The variable depth straw has been trimmed, there is bio debris on the needle. Device two showed the t1 was cut from the suture and not returned. The t2, and suture were returned off the needle. The variable depth straw has been trimmed, there is bio debris on the needle. A functional evaluation could not be performed as all the implants have been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.